Manufacturer narrative:
(B)(4). Batch unknown. A manufacturing record evaluation was performed for the finished device and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, surgeon fired for jejunum anastomosis with a blue cartridge. During fire surgeon felt stapler's knife was not fully cutting the tissue clearly. When she saw the cut tissue through monitor each staple was not fully deployed on tissue but floated on tissue saline. Unknown if the procedure was delayed or successfully completed. Unknown if fragments were generated. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # t5a00x. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60b cartridge reload not loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.